Event description:
(B)(4). I had device implanted in by (B)(6) I had been to doctor for depression/anxiety. In 2010 I got pregnant and delivered a healthy full term baby. I found a group on facebook called essure problems and I didn't link any other symptoms I had to essure until then. Moody, back aches (like back labor), heavy menstrual cycle, blood clots with menstural cycle, depression/anxiety, joint pain, abdonminal pain, pelvic pain/pressure, painful intercourse and the list goes on and on. Due to all these symptoms I am scheduled to have a full hysterectomy in (B)(6) 2015 to take essure out because I didn't have none of these before essure.